Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had trouble with the pump after she started using the pump. Customer had pancreas failure and was working with her doctor to make adjustments. Customer had a high blood glucose level of 525 mg/dl. Customer discovered that her infusion set was kinked. Customer got home and changed her set. Customer stated that she will call back to continue troubleshooting, no additional information provided.